Event description:
It was noted that the patient experienced pain near the surgery site. The physician prescribed pain medication. Additional information was received that the pain was located at the implantable pulse generator (ipg) site. The physician attributed the pain to the healing process of the ipg site following the recent implant procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was noted that the patient experienced pain near the surgery site. The physician prescribed pain medication.

Event description:
It was noted that the patient experienced pain near the surgery site. The physician prescribed pain medication. Additional information was received that the pain was located at the implantable pulse generator (ipg) site. The physician attributed the pain to the healing process at the ipg site following the recent implant procedure. Additional information was received that the patient was seen for reprogramming and was getting good stimulation coverage.